Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the surgeon had difficulty seating the articular surface implant within the tibial component. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device history records were reviewed with no deviations or anomalies identified. The articular surface was returned for review. Visual inspection reveals no damage to the dovetail locking mechanism. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. There is no damage visible to the dovetail that would indicate rationale for why the articular surface would not seat; therefore, the complaint cannot be confirmed. A definitive root cause cannot be determined with the information provided.